Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: unk. 322-40-00 - 145-deg pe 40mm hum liner +0: unk. 322-10-00 - humeral adapter tray, +0: unk. 320-31-40 - glenosphere, 40mm: unk. 320-55-35 - central screw baseplate central screw, 35mm: (B)(6). 320-55-98 - central screw baseplate one-lock plate/cap kit: (B)(6). 320-55-99 - csb glenosphere screw: (B)(6). 321-52-11 - csb 3.2mm drill: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a 62 yo male patient, who had a stemless tsa, was reported to have aseptic glenoid loosening. Revision occurred. The standard reverse humeral tray, humeral liner, glenosphere, glenosphere locking screw, and glenoid baseplate were removed. Allograft was impacted into the glenoid defect. No intra-operative complications occurred. The study indicated the event was definitely related to the devices and possible related to the procedure. Outcome indicates resolved. No further information.